Event description:
This case was reported from (B)(4). Customer reported on a bravo ph capsule that failed to detach from delivery system. Customer used an emergency release procedure. The pt was not injured following the procedure.